Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a crack on top of the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer stated that she had low blood glucose and had to be given a glucagon shot. The customer was unable to troubleshoot for the insulin pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics and with bleeding lcd. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. The insulin pump has minor scratched display window, cracked case the at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.